Manufacturer narrative:
The device was returned to olympus for inspection, and the customers complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the issue was not established. However, it was presumed that the suggested event occurred due to failure of the circuit board inside the control section by stress of repeated use, external factors, or defects of the circuit board inside video connector or the system side stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use which state: confirm that the wli and nbi endoscopic images are normal. Observe the palm of your hand using the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Operate the up/down angulation control lever slowly in each direction until it stops. Turn the insertion tube rotation ring slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Align the up indication of the insertion tube rotation ring with the up indication on the control section. In addition, the following non reportable malfunctions were found during the device evaluation: no electrical continuity due to damage on distal end, chips dents and scratches found throughout the device, due to wear of angle wire, bending angle in up direction and the play of the angulation lever do not meet specifications, and due to damage, angulation lever does not move smoothly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope image darkens only when down-angled during preparation for use for a diagnostic procedure. The intended procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.